Manufacturer narrative:
Reported event of premature battery depletion was not confirmed. The device was received from the field unable to establish telemetry. Analysis of session records indicated device was within normal range of operation and battery voltage had reached end of service (eos) due to normal usage. Longevity assessment was performed, and the implant duration meets total projected longevity indicating normal battery depletion.

Event description:
It was reported the patient presented with an insertable cardiac monitor (icm) that exhibited premature battery depletion. The icm was explanted. The patient condition was unknown.